Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leaking from cannula site on (B)(6) 2024. The infusion set was in use for 1-2 days. No further information available.